Manufacturer narrative:
On (B)(6) 2015: tandem technical support followed up with the customer¿s contact, and were advised that the infusion set was changed out, and it appeared to be functioning properly. The customer¿s bg levels had also stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer woke up with a blood glucose level of 145mg/dl, but a few hours later bg levels had elevated up to 304mg/dl. A manual injection was administered, and bg levels came back down to 270mg/dl, but after the customer ate lunch and administered a bolus, bg levels climbed back up to over 400mg/dl. Elevated bg levels were treated via correction bolus, and manual injections.